Event description:
A wilson-cook nasal jejunal feeding tube was placed to administer nutrition and medications. Thirteen days after feeding tube placement, the care giver incorrectly connected the feeding pump line to the patient's IV line, which fed into a large vessel. The patient's IV line was connected to an automatic feeding punp an approximately 1.5 hours. An estimated 100 to 110cc of non -sterilie medication/nutrition was pumped into the IV line. The patient received antibiotics and a liver scan due to an infection from this event. The patient's stay in the hospital was prolonged approximately 14 days. The condition of the patient prior to this event was reported as guarded and remains guarded.